Event description:
It was reported that during an unspecified procedure, the promus stent delivery system (sds) was advanced over a non-abbott guide wire; however, resistance was noted. The sds was able to advance over the sheath, but difficulty was still noted with the guide wire before the promus entered the anatomy; therefore, the sds and the guide wire were removed, and another sds and guide wire were used to complete the procedure. It was noted that it was difficult to remove the sds from the guide wire. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast visible on the full length of the shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The inner member was bunched at the inflation port for a length of 5mm. An attempt was made to measure the inner diameter of the guide wire lumen; however, the mandrel did not advance past the inner member bunching in the hub. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. An attempt was made to advance a new guide wire through the guide wire lumen, but the guide wire did not advance past the inner member bunching in the hub. In this case, it is unknown when the inner member may have become bunched; however, it may have occurred during manufacturing. Factors that may contribute to the inability to advance/retract the stent delivery system (sds) over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. A conclusive cause for the noted inner member bunching could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to position/remove the guide wire or bunched shaft for this lot. To ensure this is not the result of product deficiency, all products are inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.